Event description:
This rv lead was implanted on (B)(6) 2010 and remains implanted at this time. A call was placed to technical services on 07/12/2016 reported noise, oversensing and pacing inhibition for less that 2 second on the ra and rv channels and inappropriate anti-tachycardia pacing (atp) and shock therapy. The physician was dr. (B)(6) in (B)(6) . No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).